Event description:
(B)(4).

Manufacturer narrative:
This device referenced in this report is beyond its expected life. (B)(6) was tested, but we could not duplicate the issue. Burned in for 2 days and returned to the customer. Advised customer to call if issue reoccurs. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.